Event description:
End-user claims while using their manual wheelchair, equipped with a smartdrive and speed control dial, the smartdrive unit reportedly accelerated without notice causing the end-user to lose control of the wheelchair where it flipped on to its side. This reportedly resulted in an injury to the end-user.

Manufacturer narrative:
Due to an increase in reports of similar failures, a CAPA investigation was implemented. Investigation found an undesirable interaction between the circuit design and the new potentiometer over time. Further engineering analysis concluded that the new potentiometer's internal contact resistance was changing during use, and the circuit was overly sensitive to this change. The investigation also showed that the internal contact resistance of the previous potentiometers, used prior to (B)(6) 2023, did not change much over time when compared to the new potentiometer, concluding the root-cause for the failure was within the new potentiometer. As part of corrective actions, max mobility has initiated a field action recall for all speed control dials that are currently in use. Max mobility will be providing switch control buttons or switch control buttons with mono jack option to replace the affected speed control dials.